Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the preoperative diagnosis for the patient was as follows-degenerative disc disease, l4-l5 and l5-s1, status post discectomy l4-l5 with mechanical back pain and radiculopathy, and with post discectomy instability. The patient underwent the following procedures- an anterior discectomy l4-l5 and l5-s1, anterior interbody fusion l4-l5, l5-s1, instrumentation using perimeter cage, l4-l5 and l5-s1, and autogenous local bone grafting augmented with infuse plus demineralized bone matrix in the form of osteofil. The far lateral aspect was impacted with local autogenous local bone plus infuse. It was reported that the patient's post-operative period was marked by severe, painful complications which included but were not limited to- the need for additional surgery, painful medical treatment, pain, nerve damage, nerve impingement, and severe, exuberant ectopic bone formation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2004 the patient presented with the following pre-op diagnosis: degenerative disc disease, l4-l5 and l5-s1, status post discectomy l4-l5 with mechanical back pain and radiculopathy, and with post discectomy instability. The patient underwent: anterior discectomy l4-l5 and l5-s1; anterior interbody fusion l4-l5, l5-s1; instrumentation using perimeter cage, l4-l5, l5-s1; autogenous local bone grafting augmented with rhbmp-2 for bmp plus demineralized bone matrix in the form of allograft. As per op notes, the endplates were harvested and harvest bone graft at the endplates and wrapped the cancellous local bone graft with rhbmp-2 sponge and was packed into a size 18 perimeter large cage. Using the catalyst instruments, this was then impacted in place and through the l5-s1 disc space in a very acceptable and stable manner. Some more autogenous local bone was added lateral to the cage and also anterior with it with some rhbmp-2 sponge or bmp soaked collagen sponge, and added on top demineralized bony matrix in the form of allograft. Then the far lateral aspect was impacted, autogenous local bone plus rhbmp-2 and then using the catalyst instruments the perimeter cage was inserted in a very acceptable and stable fashion. More bone graft and rhbmp-2 was added on the anterior and left lateral aspect of the cage and augmented this with demineralized bony matrix in the form of allograft. Patient tolerated the procedure well. No patient complications were noted.